Event description:
Pt was having pre-peritoneal laparoscopic hernia repair. After inserting balloon to do balloon dissection, balloon ruptured during inflation process. Had to convert to intra-peritoneal laparoscopic procedure. Rptr was unable to reconstruct balloon so is unsure if all pieces were retrieved.